Event description:
It was reported that treatment was being performed on a lesion at the circumflex/om bifurcation. A bmw universal guide wire was placed in both vessels. An attempt was made to stent the circumflex lesion with the pixel, but the device would not cross. During the withdrawal of the pixel from the circumflex, the adjacent bmw in the om sheared in two. The radiopaque tip of the guide wire remained behind in the om and an attempt to remove it with a snare device was unsuccessful. A stent was placed alongside the separated guide wire and deployed to tack it up against the vessel wall.